Event description:
Pt had a port inserted on 8/8/96. She received chemotherapy drugs on an outpatient basis. On 1/6/97, she was admitted due to pain in lt neck area after receiving chemotherapy. A venogram was done that showed no evidence of fracture of the cath, however, the catheter tip was plugged because of a subclavian thrombus. She was admitted for pain control on 1/6/97 and on 1/8/97 the catheter was surgically removed and another one was reinserted on the right. She was treated with heparin IV and discharged on coumadin on 1/11/97.